Manufacturer narrative:
MDR 3003442380-2024-01446 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On 12 apr 2024, it was reported that patient faced four infusion set cannula was bent after removal from insertion site. The infusion set was in use for less than one day. No further information available.